Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at the first inflation. The device was removed without any problems. The procedure was completed with another of the same device. No complications were reported.